Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no reported impact to the customer's blood glucose level. The customer corrected the pump time and resumed insulin therapy successfully.